Event description:
A surgeon reported vision impairment following intraocular lens implant surgery. Details describing the nature and severity of the impairment were not provided and the surgeon refuses to fill out a questionnaire.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation.